Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona knee bearing cat#:unk, lot#: unk, unknown persona knee tibial tray cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-01161, 0001822565 - 2018 - 01171, 0001822565 - 2018 - 01172. Product location is unknown.

Event description:
It was reported that the patient have personal injury after knee implant, no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : device not returned for evaluation

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Other text : device not returned for evaluation

Event description:
No further event information available at the time of this report.